Event description:
The pt reports they were undergoing a catheter revision in 2006, due to a kink. During the revision the pt was overdosed and "flatlined during the procedure." Additional information has been requested from the hcp, but was not available on the date of this report.